Event description:
A female pt for laparoscopic cholecystectomy. Upon inserting the ecatch10g device, the bag prematurely separated from the deployment ring as it was being extended. The bag was retrieved without difficulty. No harm or injury to the pt.